Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the keypad assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed assembly and observed a solder ball across the lower two fingers, between the plastic bubbles of the on switch.

Event description:
It was reported that when the energy select, charge and shock buttons were pressed, the device would power off as if the power button was being pressed. This reported failure was found during testing. There was no patient use associated with the reported failure.